Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after one day of intra-aortic balloon (iab) therapy, blood was seen in the tubing. The pump was stopped. Physician removed and replaced the iab to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and cut approximately 12.7cm from the iab tip with blood on the exterior & interior of the catheter. The returned maquet sheath was separate from the catheter tubing. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter was completely separated within a kink approximately 10.8cm from iab tip. Several more inner lumen kinks were observed approximately located from 1.5cm to 20.6cm from the rear seal. Two additional catheter tubing kinks were also observed approximately located from 32cm & 47.8cm from the rear seal. An underwater leak test of the catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported after one day of intra-aortic balloon (iab) therapy, blood was seen in the tubing. The pump was stopped. Physician removed and replaced the iab to continue therapy. There was no reported injury to the patient.